Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (2500 mcg/ml at 500 mcg/day) via an implantable pump for pancreatitis and non-malignant pain. It was reported that patient presented to the surgery center today for a routine pump replacement due to eri less than 10 months. Prior to being taken to the operation room (or), the physician performed a catheter access study and was unable to aspirate spinal fluid. The patient was taken to the or and placed in a lateral position. The physician opened the pump pocket and dissected out the existing catheter. Once that was completed, he then attempted to aspirate from the catheter access port again, but there was still no return of cerebrospinal fluid (csf). The proximal pump segment was then disconnected, at which time the spinal segment of the intrathecal catheter began to drip csf freely. Subsequently, the physician opted to replace the proximal pump segment. An 8784 revision kit was not available, so a new 8780 catheter kit was opened, and the physician replaced the old proximal pump segment with a new proximal pump segment. He then reattached the pump and aspirated from the catheter port site without difficulty. The pump was placed back in the pump pocket and the incision was closed.  Additionally, while transferring the intrathecal drug from the old pump to the new pump, the scrub nurse noted that there was a discrepancy in the expected residual volume. Per the clinician programmer, the patient should have had appro ximately 15 ml of remaining drug, but she was able to remove 30 ml of drug. As a result, the physician opted to significantly reduce the patient¿s intrathecal dosing in an effort to reduce the risk of drug toxicity/overdose. The issue was resolved at time of the injury, patient status alive no injury.

Manufacturer narrative:
H3: analysis of catheter (s/n: (B)(6)) identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
3: the device has been received but analysis has not yet been completed. A follow up report will be sent once results become available. Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2020; explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the catheter was obstructed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.